Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after use of a 5f mynx control vascular closure device (vcd) hemostasis could not be achieved as the bleeding did not stop, rendering the product unavailable. Manual compression was then applied for twenty minutes, and recovery was achieved. There was no reported patient injury. No visible damage to the device or packaging was noted before use. The device was properly prepared per instructions for use (IFU). Angiography confirmed the femoral artery¿s suitability, including an unknown vascular sheath insertion angle of 30¿45 degrees and a vessel diameter greater than 5 mm. The puncture site had no visible calcium or plaque, no stent in proximity, and no stenosis greater than 50%. The femoral site had not been closed with any device in the previous thirty days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of mynx control vascular closure device (vcd) and has many years of experience using the device. The procedure was a percutaneous transluminal angioplasty (pta) with a retrograde femoral approach utilized. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. About the sealant sleeve conditions, no abnormal conditions were observed. Additionally, a 7f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test was executed; however, it could not be completed due to the unit being already deployed with no sealant return to be evaluated. A review of the manufacturing documentation associated with lot f2513601 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no sealant returned for analysis and due to the nature of the complaint. Without procedural images the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As noted in the instructions for use (IFU), which is not intended as a mitigation, ¿it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynx control vascular closure device (vcd) hemostasis could not be achieved as the bleeding did not stop, rendering the product unavailable. Manual compression was then applied for twenty minutes, and recovery was achieved. There was no reported patient injury. No visible damage to the device or packaging was noted before use. The device was properly prepared per instructions for use (IFU). Angiography confirmed the femoral artery¿s suitability, including an unknown vascular sheath insertion angle of 30¿45 degrees and a vessel diameter greater than 5 mm. The puncture site had no visible calcium or plaque, no stent in proximity, and no stenosis greater than 50%. The femoral site had not been closed with any device in the previous thirty days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of mynx control vascular closure device (vcd) and has many years of experience using the device. The procedure was a percutaneous transluminal angioplasty (pta) with a retrograde femoral approach utilized. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynx control vascular closure device (vcd) hemostasis could not be achieved as the bleeding did not stop, rendering the product unavailable. Manual compression was then applied for twenty minutes, and recovery was achieved. There was no reported patient injury. No visible damage to the device or packaging was noted before use. The device was properly prepared per instructions for use (IFU). Angiography confirmed the femoral artery¿s suitability, including an unknown vascular sheath insertion angle of 30¿45 degrees and a vessel diameter greater than 5 mm. The puncture site had no visible calcium or plaque, no stent in proximity, and no stenosis greater than 50%. The femoral site had not been closed with any device in the previous thirty days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of mynx control vascular closure device (vcd) and has many years of experience using the device. The procedure was a percutaneous transluminal angioplasty (pta) with a retrograde femoral approach utilized. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513601 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.